Event description:
A user facility reported a pt developed throat irritation following the use of an lma which was inappropriately cleaned in beaucoup. The pt was treated with a decadron (steroid) standard dose pack and the symptoms resolved within 3-4 days. The lma labeling warns against the use of phenol cleaners and states a severe or prolonged sore throat has been reported in pt's in whom an improperly cleaned mask has been used. The facility was informed that the lmas exposed to beaucoup should be removed from service.